Event description:
It was reported that when using the bd pyxis¿ medbank tower had drawer failed to open when tried to issue medication. Customer troubleshooted with reboot and tried dispensing, the drawer functioned as normal. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed user was able to resolve the issue by rebooting the cabinet. The system functioned as intended after the customer resolved the issue.